Manufacturer narrative:
(B)(4). Concomitant medical products: unknown taper. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, by providing no response to all three follow-up attempts. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right shoulder procedure on an unknown date. Subsequently, the patient was revised due to glenosphere dissociation. No more information was provided.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-00038.

Manufacturer narrative:
(B)(4). The following report is submitted to relay corrected information.

Event description:
It was reported that disassociation of the glenosphere taper from the baseplate was observed one (1) day post-implantation. Revision surgery was scheduled, however no revision procedure was reported to have occurred to date. Attempts have been made and no further information has been provided.